Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is stuck in service mode. There was no patient involvement.

Event description:
It was reported to philips that the device is stuck in service mode. There was no patient involvement. One processor pca was returned for failure analysis. The reported issue of ¿device stuck in service mode¿ was duplicated in the lab and verified by reviewing the log files. The failure was isolated to the som module within the processor pca.